Manufacturer narrative:
(B)(4). This unit was field serviced by a carefusion authorized service center. The service technician replaced the turbine to address the reported issue.

Event description:
It was reported to carefusion that the unit's turbine was not rotating. The customer also reported that there was no patient involvement associated with this complaint.